Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient had received delayed tachycardia therapy due to the rate dropping below the vt-2 redetection rate into a monitor zone after the first therapy, leading to a return to sinus. Patient did not experience any adverse events as a result of the delayed therapy. The physician decided to turn off therapy. Device remains implanted.